Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the newly implanted right atrial lead. Upon review, it was noted that the ra lead was dislodged and had fallen out of the atrium, and therefore, it was not capturing. Lead re-positioning procedure was scheduled for (B)(6) 2019. During the procedure, the physician elected to move the right ventricular lead further into the apex because it was a single coil defib lead. There were no issues with the capture or sensing on the rv lead. The ra lead was re-positioned successfully on (B)(6) 2019. Pacing/sending thresholds were measured and ulv testing was performed. All measurements were within normal limits. The patient was stable before, during, and after the procedure.